Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of new 16fr silastic foley catheter 10cc syringe filled with sterile water attached to retention balloon port. As balloon has been attached and inflated the entire balloon port came off catheter tubing. That malfunction occurred with 2 different catheters.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. - use luer tip syringe to inflate with stated ml of sterile water. Or - for pre filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Recommended inflation capacities: 5cc balloon: use 10ml sterile water a DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of new 16fr silastic foley catheter 10cc syringe filled with sterile water attached to retention balloon port. As balloon has been attached and inflated the entire balloon port came off catheter tubing. That malfunction occurred with 2different catheters (lot unk) and (lot ngkq0044).